Event description:
Report received from (B)(6) with no defined claim. However, the device was found to have damaged component-bearings/corrosion after servicing it. It is known that device was not being used during surgery. It is unk if injury or medical intervention were reported. The date of the event is unk. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info should become available, a supplemental report will be sent. Ref# (B)(4).